Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor it was reported that patient all of a sudden had accidents on (B)(6) 2017. Patient also started that they had not been feeling stimulation and after a battery change of the patient programmer they increased stimulation and were able to feel stimulation again in the bike seat. No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient as they had to accidents in their pants as the battery went dead. They changed the battery and they needed a beep or something to let them know that battery was going dead or low. Patient's weight was reported.